Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported unspecified tissue injury resulting in migration per the physician is related to the patient anatomy. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a large indentation for a mitraclip procedure. The first xtw was implanted successfully (centro-medial). The second xtw was attempted to place laterally, due to a large indentation. The clip was not able to adequately grasp both leaflets. The clip was subsequently removed and replaced with an nt clip. During preparation of the nt, a perforation of the posterior leaflet was noted. The perforation was caused by the first xtw and the clip was unstable, but fully inserted in both leaflets. The nt was then implanted with a medial grasp to stabilize the first clip. For further stabilization, an additional nt was prepped. During prep it was noted that the previous nt had also caused a perforation of the posterior leaflet, but remained stable. The procedure was discontinued and the additional nt was not implanted. The mr was worsened at grade 4+. An impella was placed to keep the patient stable to receive a valve replacement at a later stage.